Manufacturer narrative:
On 29 july 2016 the medical affairs commented as follows: no real clinical evaluation can be carried out, but according to report the revision was not caused by a malfunctioning device. On 11 august 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 12 august the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 19may2016 and includes: there is no infection. The reason for the revision can be illopsoas impingement. Batch reviews performed on 06 june 2016. (B)(4). Not available.

Event description:
The patient came in due to anterior hip pain and signs of infection. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.